Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The subject device was returned to olympus medical systems india private limited (omsi) for evaluation. As a result, omsi found the following. 1. No image due to defective ccd and cable. Both ccd and cable are found rusted. 2. Cut in cable. Leakage coming during water leakage. 3. Leakage coming from water resistance cap. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. -unexpected stress on the head and cable due to the handling of the user, and the water leaked into the inside, resulting in corrosion of the electrical contact, which prevented the image from coming out.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use of the subject device, the endoscopic image of the subject device flickered. There was no report of patient injury associated with this event.